Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number 3006705815-2021-01251. It was reported that the patient had their leads replaced on (B)(6) 2021. The left lead had migrated and the right lead had high impedances causing ineffective stimulation. It was confirmed that therapy was restored post- op. It is unknown which lead is involved with which issue, so both are being reported.